Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported difficulties were confirmed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, "the needle was not in line in vessel and knot not placed". The sheath was upsized to a 18f and the pevar procedure was completed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.